Manufacturer narrative:
The returned genesis uni baseplate and femoral components had bone cement bonded to the grit blasted surfaces. The femoral had no other remarkable features. The polyethylene insert had pitting and scratching on the articulating surface likely due to third body debris generated from the reported tibial plateau collapse. The wear pattern observed on the polyethylene insert was anteriorly located. Additionally, there was rounding of the anterior edge of the insert. The distal surface of the polyethylene insert exhibited extrusion of the polyethylene into the screw hole on the baseplate which was most likely due to the loading of the insert over the screw hole in the baseplate. The x-ray provided in the complaint form shows the collapse of the medial compartment in the anterior direction which is consistent with the location of the wear pattern on the returned tibial insert. This investigation did not reveal any issues with the implants that would have contributed to the collapse of the tibeal plateau.

Event description:
It was reported that a revision surgery was required due to collapse of the tibial plateau.